Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s refill date was about a week and half prior but the patient missed it due to getting their pacemaker replaced. The patient was in the hospital for a week after their pacemaker surgery and their managing physician at that time did not have rights at any hospital so the hcp was not able to come fill the pump and the patient could not get the hcp clinic while in the hospital. The patient¿s alarm date was 2014 (B)(6). It was noted that the patient was dismissed from their health care provider (hcp) practice. It was later reported that a beep was heard the prior night, 2014 (B)(6). It was noted that the device doesn¿t really help anyway, but the patient would ask for a bolus so it must help somewhat. Since implant, they have tried many different medications. They also tried no narcotics, and tried just baclofen, clonidine and bupivacaine. Since implant the pump had been used to infuse several combinations of medications. At the time of report the pump was used to infuse clonidine, bupivacaine, fentanyl and an unknown type of baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.